Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lightheadedness, confusion, tiredness, weakness, nose bleeds on the left side and experiencing side effects for three weeks. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received on (B)(6) 2023: the patient "passed away due to cancer", and they no longer need the replacement device. The old device was misplaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.